Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter. It was reported that there was char when the varipulsetm catheter was taken out of the body. No patient consequence reported. Additional information was received. They also found clot in the sheath when they aspirated. He saw a lot of temperature rise while on the pw. In terms of rinsing of the char, he wanted to note that he felt something was clogging the irrigation ports ---char, or something from manufacturing¿when he first tried to flush after seeing char, he couldn¿t irrigate, so then he wiped off the char, and then he could flush. The device evaluation was completed on 07-feb-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation by research and development team sited in irvine, ca. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed reddish material on the electrodes. The device was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly. Then, an ablation cycle was performed and the device was found working correctly. No impedance issues were observed. Additionally, no irrigation issues were observed during the test. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The high temperature and irrigation issues reported by the customer cannot be replicated; however, per the reddish material on the electrodes the char and thrombus reported were confirmed. The potential cause of the char and thrombus cannot be determined as the catheter was tested and passed all the specifications. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿temperature rise¿ and ¿could not irrigate¿ issues. Investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the customer¿s reported ¿char¿ and ¿clot¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material on the electrodes¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter. Observed a clot. In addition, an irrigation issue occurred in which the device was used on the patient. It was reported that there was char when the varipulsetm catheter was taken out of the body. No patient consequence reported. Additional information was received on 28-dec-2024. Char was found on the catheter after a pulmonary vein isolation (pvi)+ procedure. They also found clot in the sheath when they aspirated. Act was at 370s. A small agilis sheath was being used and continuously irrigated. The local team says the physician was stacking ablations, which is a known risk factor for char. Additional information was received on 30-dec-2024. The system did not present any error messages nor did the physician/user see any product problem. No issues related to temperature and flow on the catheter. The physician did not consider that the char/clot was excessive. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The duration of ablation used was not greater than 60 seconds. The irrigation rate was not used outside of those prescribed (4ml at all times). Heparinized saline used per protocol. The patient did not exhibit any neurological symptoms since the procedure was completed. Patient was discharged over the weekend. Additional information was received on 07-jan-2025. It was a pvi+pw procedure. Patient was persistent atrial fibrillation (psaf). Atrial fibrillation rhythm to start, which converted to flutter during ablation. He saw a lot of temperature rise while on the pw. He was using a temperature probe at the time of ablation and noticed baseline temperatures of 37.1c rise to 38.2c. His temperature probe is insensitive and cheap, so he believes this was likely more than a 1c increase. He took out the catheter prior to completion of the procedure and noticed char on it. He forgets the ablation number. However, thinks we can find it if we search for electrode #3 high impedance errors. He rinsed off the char and resumed the case. In terms of rinsing of the char, he wanted to note that he felt something was clogging the irrigation ports ---char, or something from manufacturing¿when he first tried to flush after seeing char, he couldn¿t irrigate, so then he wiped off the char, and then he could flush. He does not believe he was stacking ablations. He likes to apply two ablations in one spot, but intentionally rotates the catheter in between because he was trained by the field teams to not stack ablations. Additional information was received on 08-jan-2025. Exchanges 4. Pfa application qty 126*. Pfa ablation locations pvi, pw. Rf ablation 21:12 at cti line in right atrium (ra). Stacking 4.80%. Additional information was received on 09-jan-2025. The patient was in atrial fibrillation rhythm at the time of ablation. The char issue was assessed as non MDR reportable. Char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Bwi became aware on 28-dec-2024 of a clot in the sheath and have assessed this issue as MDR reportable. The reportable awareness date for this clot issue is 28-dec-2024. Bwi also became aware on 07-jan-2025 of the irrigation issue. Since the device was used on the patient, the irrigation issue was also assessed as MDR reportable with the reportable awareness date for this issue as 07-jan-2025. The temperature rise issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.